Manufacturer narrative:
Additional information: (manufacturer name, first and last name, email), (phone and fax #), evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device had issues with loading/firing, the stapler failed to fire the loads. A new stapler and reload was used in order to complete the case. There was no patient injury involved in the event.